Event description:
The patient rec'd emergency room treatment following an automobile accident which occurred during an episode of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that he did not eat at the appropriate time which may have contributed to the hypoglycemia. Pump settings and delivery history were reviewed with the pt and confirmed as accurate and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does no constitute an admission on the part of animas of any deficiency in the performance of the device.